Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a line through display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 52-52 years of age and between 150 and 150 pounds. Of the reported patients, 0 were male, 1 were female, and 0 were unknown.